Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device revealed lifted hybrid bond wires.

Event description:
It was reported that during the device interrogation, the device showed less than 5 months remaining for battery longevity and devic replacement was scheduled. During the device replacement, the heart rate measured at the entrance of the cath lab was 35-40bpm. Device interrogation showed there was no telemetry failure and no magnet response was noted using the programmer head. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID: 5054, lead, implanted: (B)(6) 2003. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.